Manufacturer narrative:
Correction to d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. The dark blue tip on the transfer set was stuck in the patient line of the amia cassette. This occurred as the patient attempted to disconnect from the amia patient line after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.